Event description:
The hospital reported that the hot biopsy forceps burned the distal tip of the colonoscope during a colonoscopy procedure. There was no pt injury and the burn, noticed after the scope had been withdrawn from the pt following completion of the procedure, was not visualized during the procedure. The colonoscope has been repaired and returned to the customer.